Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an admiral xtreme pta balloon to treat a plaque, fibrous, calcified lesion in the distal superficial femoral artery(sfa). The vessel was described as moderately calcified and moderately tortuous. There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. The device was prepped without issue. The balloon catheter is reported to have ruptured. Another medtronic device was used to complete the procedure.

Manufacturer narrative:
Device evaluation: the admiral xtreme pta balloon catheter was received loosely coiled within a sealed plastic biohazard pouch. No ancillary devices or images from the procedure were received. The admiral xtreme was received without its product mandrel nor it balloon chamber protector. The information printed on the y-manifold is consistent with the reported event. While the device was still in the sealed pouch it was possible to see that at the proximal end of the balloon chamber in the area of the proximal balloon bond. The breach in the catheter penetrated through both the inflation lumen and the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was prepped as per IFU. The device did not enter the patient. It is reported that there was a crack observed in the joint between the balloon and the operating rod. If information is provided in the future, a supplemental report will be issued.